Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00155. The device was manufactured between 08apr2019 and 09apr2019. The device was received for evaluation containing approximately 243 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was filled with water to a nominal volume and monitored until the next day. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked between the luer adaptor and the blue winged luer cap during priming. There was no patient involvement. No additional information is available.